Manufacturer narrative:
The exact event date was not available, therefore the date 12/01/2024 was used as an estimate, as it was reported that the onset date was december 2024.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence due to urethral atrophy. A surgical procedure was performed, during which all components were removed and replaced, and a smaller cuff was implanted. No device issues were identified, and no further patient complications were reported.